Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call motor error alarm and no delivery alarm on the insulin pump. Customer advised they had multiple motor error alarms and unexplained no delivery alarms. Troubleshooting was not performed. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device failed to power up due to corroded battery tube compartment noted. Unable to verify no delivery alarm, motor error alarm and charge battery last less than expected. The motor was tested outside the device and passed.(B)(4).